Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on january 12, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 05, 2024.

Event description:
Per the clinic, the patient experienced poor performance with the device.the implant remains in-situ.

Manufacturer narrative:
This report is submitted on september 7, 2023.